Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed internal battery error messages. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the battery assembly while the internal battery error messages were due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had a burnt smell. Upon visual inspection, the main circuit board and lower shell were noted to be damaged. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main circuit board was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a burnt smell. Upon visual inspection, the main circuit board and lower shell were noted to be damaged.there was no patient harm or serious injury reported as a result of this incident.